Event description:
Report received from pt indicating that she spent yesterday in the hosp due to withdrawal symptoms from the pump running dry and no low resevoir alarm sounding. The pt has recovered and was home when the initial report was made. The pt is following up with her physician and the co rep in this matter.